Event description:
Company has received a cd of the stent implantation procedure and an internal review has been completed. The images showed the stent was placed into the right renal artery after pre-dilation of the ostial lesion with a pta balloon. The stent was placed without tissue and post dilatation was completed with flaring of the proximal end by the pta balloon . The next image showed the stent to be malformed, almost as if in 3 segments; however, there was no evidence of fracture. Further images show that in an effort to regain access to the stent for further treatment, a guidewire was attempted to be inserted into the stent; however, the wire was through the side. A second wire was placed into the ostium of the stent. Also an under sized pta balloon was expanded within the stent. A second stent was confirmed to be implanted inside the first stent and post dilatation was completed with successful outcome.

Event description:
No add'l clinical sequelae were reported and the pt is fine. The delivery system and images were not available to return to medtronic.